Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 438 mg/dl at the time of the incident and current blood glucose was 269 mg/dl. The drive support cap appears normal (slightly indented). The customer treated for high blood glucose no carbohydrate intake. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked/detached end cap. Device back light function properly and no anomaly noted.